Event description:
It was additionally report that the device was explanted and was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 693565, implantable tachy lead, (B)(6) 2010; 1688tc, competitor implantable pacing lead, (B)(6) 2010; 1056t, competitor implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the longevity performance for the device was less than the expected by the clinician for the programmed settings and therapy usage. The device remains in use. No patient complications have been reported as a result of this event.